Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level; bg value was not provided. Reportedly, customer delivered a bolus resulting in customer's low blood glucose levels. Subsequently, the customer became unconscious. Customer consumed carbohydrates to address bg level. Reportedly, customer consulted with a healthcare provider to address pump and personal profile settings; settings were changed with healthcare provider. Reportedly, pump functionality with control iq technology improved after settings change.